Event description:
Information received indicated the head section and head hi/lo drifts down.

Manufacturer narrative:
The hill-rom technician replaced the head and head hi/lo down valves to resolve the issue.